Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was no data in notification status of insulin pump. Customer also reported of having high blood glucose and tape was not adhering. Customer's blood glucose readings were 361 mg/dl and 417 mg/dl. During troubleshooting, it was found that tape was not adhering due to the alcohol not cleaning site properly. High blood glucose was due to a bent cannula and there was no data in the notification status due to no ID being programmed in meter.